Event description:
The reporter stated that the surgeon was advancing a +22.0 diopter collamer lens in the sfc-25fp cartridge and the lens wouldn't advance. It was reported that the cartridge seems too small for the lens. There was no pt contact. This is one of two incidents that occurred to this same pt. See MFR report number 2023826-2008-00413 for the other report.

Manufacturer narrative:
Eval codes: conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.